Event description:
The customer reported that there was a failure to alarm.

Manufacturer narrative:
The customer reported that there was a failure to alarm. Through preliminary investigation, philips determined that the users had muted this monitor. Unmuting the monitor resolved the problem. A final report will be submitted once the investigation is completed. (B)(4).